Event description:
The pt ((B)(6)) received their scs system on (B)(6) 2007. It was reported that the low battery warning appeared on (B)(6) 2009. The ipg was explanted and replaced on (B)(6) 2009. The ipg was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.